Manufacturer narrative:
It was not clear which erbe electrosurgical unit (esu/generator) was used in the procedure. Therefore, all of the possible esus were thoroughly inspected/tested (note: the involved erbe nessy omega neutral electrode was discarded postoperatively and not available for an examination.). The generators were found to be functioning as intended. The evaluations included an electrical safety check, a functional check of each of the equipment's features and a power output check. The units were/are within specifications and all features were/are working properly (note: the front panel of esu model vio 200 s was replaced, but the repair was not related to the reported event.). In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Most likely, there were many factors involved with the reported event and with the limited information provided, a definitive determination as to the cause of the incident could not be made. However, most likely a burn which caused the scar was the result of significant heating at the neutral electrode site due to high current density that occurred from to close together activations and/or long activations. Nonetheless, warnings in the esu's user manual and neutral electrode's notes on use address the risk of pad burns and provide mitigation measures to minimize the possibility of burns. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with an erbe electrosurgical unit (esu/generator) during a spinal fusion operation that took place on (B)(6) 2023. There were four (4) other esus that may have been used in the procedure besides the model that is being reported [i.e., generator model vio 300 d, part numbers (p/n) 10140-000, serial number (B)(6); model 10140-100, p/n 10140-100, s/n (B)(6); model vio 300 s, p/n 10140-300, s/n (B)(6) , and model vio 3, p/n 10160-000, s/n (B)(6)]. Nevertheless, the esu involved in the operation was used with an erbe nessy omega neutral electrode (also referred to as a return electrode, patient pad, etc.) [Part number: 20193-082, lot number: information not provided]. The neutral electrode was placed on the patient's thigh. No information was provided regarding any of the other accessories used in the procedure. Also, the esu settings used were not provided. The procedure took 2 hours and 45 minutes. There were no abnormalities postoperatively. Five (5) months after the operation, a scar was discovered on the patient's thigh that corresponded to the edge of a neutral electrode (note: the patient had not reported any issues until the scar was found.). A photograph showed a narrow-reddened scar with a brownish border, which traced half of an edge of a neutral electrode.